Event description:
Thirty cc of mimix was implanted in 2009 with a hard tissue replacement (htr) implant, and tisseal was used as a sealant. In the next day, pt developed a csf leak, a revision surgery was done. During the revision surgery, the mimix was found to be cracked in five places, and was removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two lots of product were used in one case, see 1032347-2009-00020 for the additional lot.